Event description:
Information was received from patient regarding an external device. The reason for call was patient (pt) reported that they were having issues recharging the implantable neurostimulator (ins). Patient stated that the recharger paddle was heating up and patient confirmed passive recharge mode appeared on the controller but the number was 0. Patient mentioned that they didn't use the device for 2 months and they noticed the issue yesterday. Agent reviewed the information and sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.